Manufacturer narrative:
The investigation for the priming issue has been completed. The pump and purge cassette were returned for investigation. No physical damage was observed on the returned product. The red lumen was still on the pump. The cassette was primed without any issues, and the pump ran as expected during the test. The pump was also reprogrammed and successfully tested for the priming issue of case start. From the returned log, it was confirmed that the pump case start was initially initiated on a different console case start activities were confirmed from the logs, which shoed that the pump was primed successfully and that case steps were completed in a specified manner. According to the clinical report, automated impella controller setup wizard skipped the purge prime step after spiking the dextrose bag, and the cannula was not able to be primed. The doctor made several unsuccessful attempts to repeat the case start, which was also confirmed in the log. A new pump was successfully primed without issue. The root cause of the priming issue was determined to be no problem found based on data logs and returned product. H.6 code 4114 was reported in error on the initial manufacturer device report number 1220648-2024-18143 as the product was returned.

Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient was brought to cardiac catheterization lab for impella cp placement for cardiogenic shock. The staff reported that when the impella white plug connected to automated impella controller (aic) that the setup wizard skipped purge prime step after spiking dextrose bag. The staff noticed that the impella cannula was not able to be primed. The console defaulted to the placement screen and the prime wizard never initiated. The staff attempted to start the case after unplugging and plugging the impella back into aic but were unsuccessful. The aic was swapped and same issue occurred. The purge cassette was exchanged and the same issue with inability to prime the impella occurred. The patient's condition was deteriorating so it was necessary to open a new impella cp. The new pump was connected and primed without issue.